Event description:
It was reported that the patient had presented to hospital due to vt. Device interrogation revealed intermittent undersensing which resulted in delayed hv therapy. Reprogramming was recommended. Physician opted to administer anti-arrhythmic medication and monitor the patient. At followup a few days later, the r-waves showed improvement. The lead remains implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.